Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set issue and, after cannula changes on (B)(6) 2026, experienced burning pain, a small nodule, bruising, pooling, and recurrent injection site reactions with a history of cellulitis and recent completion of antibiotics, leading to removal of multiple cannulas and initiation of oral medication. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.